Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (04/14/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. However, a secondary issue was noted, the meter was found to have high spc pins. The test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was displaying the"error 4" message on 6 vials of test strips with the same lot number. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged error message began on the morning of (B)(6) 2011. The mother indicated the patient manages his diabetes with other diabetes medications including insta-glucose, glucagon shots, and IV dextrose. Due to the alleged issue, the patient's mother indicated no action was taken regarding his diabetes regimen. Prior to the alleged issue, the mother stated the patient was crying and he was feeling nauseas, red, and blotchy. According to the mother, the patient was administered glucose tablets/glucose gel by the home health nurse as a result of his symptoms. The mother indicated the patient was tested on another blood glucose device; however she was not able to recall the result obtained. At the time of troubleshooting, the cca noted the test strips were in good condition, the process for testing was correct, and the patient was not a first time user to the subject meter. The alleged issue was not resolved through a blood retest. Replacement products were sent to the patient. This complaint is being reported because the patient's mother claims the patient was unable to test his blood glucose due to reported issue and reportedly received medical intervention from a health care professional (hcp) after the reported issue began.